Manufacturer narrative:
The harmonic curved shears insert was returned and evaluated. Per the customer reported complaint, engineering evaluation found one of the arms to be broken off. The section of the shaft where the clamp arm inserts is bent inwards, indicating that breakage most likely occurred when high force was applied at that location. Per the complaints notes, the detached clamp arm was successfully retrieved from the pt.

Event description:
It was reported that during the surgical procedure the tip of the harmonic shears insert broke off and fell into the pt. The tip was retrieved and the planned surgical procedure was completed using a replacement insert. No pt harm, adverse outcome or injury was reported.